Manufacturer narrative:
Additional manufacuring narrative: the returned device was evaluated. Visual inspection upon receiving revealed no external damage or defects. The device was able to power on and off using ac and battery power. The device was able to obtain measurements with all the enabled parameters. The device was found to visually alarm when alarm limits were breached. However, no audible tones were emitted from either speaker during boot up, button press, or alarm triggering due to failure of r62 component on the system board. The customer's complaint was duplicated. A service history record review reveals that this unit was in the field for over three (3) years with no previous reported issues prior to this reported event.

Event description:
The customer reported the rad-8 device had no sound when switching on nor when alarming. No patient impact or consequences were reported.

Manufacturer narrative:
The product has been returned to the local facility but has not yet been received at the main office for evaluation. Once returned and investigated, a follow-up report will be submitted. Initial reporter phone # is entered as (B)(6) to meet the maximum allowable characters. Initial reporter phone # is (B)(6).

Event description:
The customer reported the rad-8 device had no sound when switching on nor when alarming. No patient impact or consequences were reported.